Manufacturer narrative:
Date sent to the FDA: 6/9/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent incarcerated hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional and ventral hernia repair surgery on (B)(6) 2013 during which the surgeon noted a larger epigastric ventral hernia with incarcerated omentum. Dissection of the omentum that was stuck to the anterior abdominal wall revealed a swiss cheese effect with multiple small hernias along the prior incision. A curled ball of mesh was seen with jagged edges. This was removed. The foreign body appeared to be a mesh from prior incisional hernia repair. The entire anterior abdominal wall had been dissected free, allowing us to visualize the complete extent of the multiple swiss cheese type of ventral hernias. It was reported that the patient underwent extensive laparoscopic lysis of adhesions and laparoscopically applied tap block on (B)(6) 2015. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, further complications of crohn¿s disease and extreme weight loss. No additional information was provided.